Event description:
As reported by the field, during an endovascular embolization, an enterprise2 4mmx30mm intracranial stent (encr403012, 8484771) passed through the microcatheter tip, and physician tried to release the stent. When the stent was half released, it was found that 3 distal markers of the stent converged and the stent did not fully open or expand as intended. The physician used a micro-guide wire to massage, the distant markers still could not open fully. The physician retracted the stent and switched a new stent to complete the surgery. The microcatheter was not replaced. The surgery was prolonged about 10 minutes. Additional event information received on 17-jul-2024 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. There was no vessel or aneurysm factors that may have contributed to the incomplete expansion. No additional intervention was performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the sten. The 10-minute surgery prolongation was not clinically significant.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during an endovascular embolization, an enterprise2 4mmx30mm intracranial stent (encr403012, 8484771) passed through the microcatheter tip, and physician tried to release the stent. When the stent was half released, it was found that 3 distal markers of the stent converged and the stent did not fully open or expand as intended. The physician used a micro-guide wire to massage, the distant markers still could not open fully. The physician retracted the stent and switched a new stent to complete the surgery. The microcatheter was not replaced. The surgery was prolonged about 10 minutes. Additional event information received on 17-jul-2024 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. There was no vessel or aneurysm factors that may have contributed to the incomplete expansion. No additional intervention was performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. The 10-minute surgery prolongation was not clinically significant. A non-sterile enterprise2 4mmx30mm intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent was detached from the delivery unit and not returned for evaluation. Microscopic inspection did not show damages in the delivery wire. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The customer complaint regarding the stent not being able to open was not able to be evaluated since the stent was not returned for inspection. With the limited information available, the root cause of the reported failure remains inconclusive; however, there is no indication that the issue reported in the complaint results from a defect inherently related to the device. The detached condition of the stent was not originally reported in the complaint and is considered secondary to the manipulation required during the stent removal. It is suggested that the stent may have gotten lost during the post-operative handling. This finding is not a contributing factor to the stent's inability to open experienced during the procedure. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there is no evidence to suggest that the issue encountered during the procedure is related to the design or manufacture of the device, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.